Manufacturer narrative:
(B)(6).

Event description:
It was reported that during use of a tracheostomy tube, when conducting a periodical check on the cuff's air pressure, some water was observed in the pilot balloon. After removing the water the customer saw some water in the cuff as well which prompted a trach tube change out. No patient injury was associated with this incident.

Manufacturer narrative:
One portex tube blue line classic was returned for analysis. Two photographs of the portex tube blue line classic were received for evaluation. From photographs received it was observed water inside the product. The sample was visually inspected, at a distance of 12" to 16" and normal conditions of illumination and no discrepancies were found. A syringe was used to inflate the cuff of the sample and was submerged under water in order to verify for leaks. No leaks were detected; the cuff didn't deflated after 24 hours inflated. A review of the manufacturing process was conducted in order to verify that the operations were properly performed, and no discrepancies were found. The most probable cause of the issue is that water entered inside the product after the product left the shm facility due to no water is used during the manufacturing process